Event description:
It was reported that during a da vinci-assisted nephroureterectomy and cystectomy surgical procedure, bleeding occurred from an incomplete staple line where a white sureform 45 stapler reload was fired. The surgeon was dissecting the renal artery with the sureform 45 curved-tip stapler instrument with a white sureform 45 stapler reload. The stapler compressed without issue, and the surgeon fired the stapler reload. About halfway through the staple line, the fire paused for compression for about six seconds, then gave a tissue too thick to continue error message. The surgeon unclamped the stapler instrument and bleeding occurred. There was approximately 300-400mls of blood loss. The surgeon used the same stapler to clamp back onto the artery and control the bleeding. The surgeon unclamped, and clamped about five or six times to try locating the hole in the staple line and vessel. The hole was located and sutured to stop the bleeding. The procedure was completed robotically, and no blood products were required. The surgeon noted there were staples on the medial side of the artery, but there were staple line issues on the distal side which bled. The surgeon said there was no row of staples ahead of the blade on the distal side. The surgeon confirmed via CT scan that there was calcification on the renal artery. The surgeon was unsure why this staple line failed. The surgeon said he might have created malformed staples during the intervention for this event by unclamping and clamping on the staple line to locate and control the bleeding. The patient is reported to be recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the sureform 45 curved-tip stapler instrument associated with this complaint. Failure analysis confirmed the reported event. The ogs showed 1 firing failure due to tissue thickness. The instrument fired successfully and the staple line was visually inspected. The cut-line appeared smooth and consistent with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing errors were replicated during in-house testing. Isi received the white sureform 45 reload associated with this complaint. The stapler reload was found to have the knife exposed within the knife track. The knife was exposed towards the distal end of the returned reload. An additional observation not reported was the distal end of body cartridge was found broken. The cartridge cover was no longer secured onto the body cartridge and was returned separately with the reload. Body cartridge material approximately 0.28" x 0.14" was missing and not returned. The stapler logs show a sureform 45 curved-tip instrument (part number 480545-04), (lot number t13230921-0308), was used first, and it was installed on the system 1 time and fired 1 white stapler reload. On the only install, the first clamp was successful, but was followed by a firing failure. There were no relevant stapler related errors in the logs. The stapler logs show a sureform 60 stapler instrument (part number 480460-09), (lot number k12230608-0348), was installed on the system 4 times and fired 4 blue reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant stapler related errors in the logs.